Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable set was reported. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home apd systems yume set was involved in an alarm incident. According to the report, an unspecified alarm occurred during the priming stage of peritoneal dialysis therapy. Patient connection at the time of the alarm is unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.